Manufacturer narrative:
G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for l4 vertebral fracture. Level at which implant performed is l3-5. It was reported that cement leakage from the screw head was observed on the c-arm image, and cement refilling was stopped. Afterwards, the screw head was turned and removed with the cement delivery assembly still attached. It was replaced with another new screw. The cement that was about to be filled in the l5 left screw leaked into the screw head. The cement delivery guide assembly was carefully installed using a guidewire. The screw in question may have been inserted barely without perforating the lateral wall of the vertebral body. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information received from manufacturer representative that the therapy involved is percutaneous vertebroplasty, posterior fusion. And cement leakage was happened to bone cement.

Manufacturer narrative:
B5: updated b5: MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturer representative that there is no allegation against the cement and mixer.